Event description:
The complainant reported that a male patient (age unknown) underwent esophageal band ligation by way of a speedband multiple band ligator device. It was reported that during the procedure, they could not get the bands to fire. The grade of varices was not reported. No other issues were reported. The procedure was completed successfully using a bsc sclerotherapy needle to treat the varices. The patient did not experience any complications or ill effects as a result of the reported event and was reported to have been in stable condition following the completion of the procedure.

Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. However, the device history record was reviewed and it has been determined that the reported lot met all specifications and had no anomalies relevant to the reported complaint upon its release. A search for similar complaint upon it's release. A search for similar complaints was also performed and revealed none similar to this complaint. Further, the february 2007 15 month trend chart for the multiple ligator product family was reviewed and showed an adverse trend for the product family. An adverse trend is defined as two consecutive months of increasing number of complaints. Four complaints for this product family were reported in december 2006, fifteen were reported in january 2007 and seventeen were reported in february 2007. The complaint action limit of this product has not been exceeded. Due to the low number of increased complaints (total increase of 13 complaints), the low magnitude of the number complaints and the low clinical severity of the failure modes, no further specific action is warranted at this time. Because this device will not be received by the manufacturer, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the reported event.